Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found that one of the switches that are responsible for jaw movement had failed. It was reported that the device was unable to perform the open test prior to use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic distal pancreatectomy, the opening and closing of jaws were checked after loading the cartridge, but the jaws did not open and the check of the opening and closing could not be completed. They used a new power shell and checked again, but the jaws still did not open. The event occurred prior to the procedure. There was no patient involvement.